Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Boston scientific technical services (ts) discussed the lead exhibited high pacing threshold measurements. The rv lead was surgically abandoned. No additional adverse patient effects were reported.